Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -06.00/+0.5/174 ((B)(6) 2023 due to the patient experienced halos and the problem was resolved. Hyaluronic acid was used during the explantation, which induced a cataract. The patient is being closely monitored. The cause of the event was unknown.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).